Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the case the surgeon pumped the kidney dissection balloon halfway, the surgeon felt he had put in over 50 pumps and the balloon did not inflate. Then converted to an open procedure.

Manufacturer narrative:
(B) (4). (B) (4).